Manufacturer narrative:
H.6. Investigation summary: customer provided (3) photos of 0.5ml bd insulin syringes. Customer stated the following: one of the pictures shows a broken/cracked barrel; a second picture show a syringe with scale markings that are incorrect; a third picture show a syringe with broken plunger rod. Customer also reported finding syringes with bent needles after she removes shield. Stated, when she pushes on plunger, a clear liquid comes out of needle. No samples were returned, therefore the investigation was performed based on the photos provided by the customer. After reviewing the 3 photos provided by the customer, the following was observed: one of the syringes had a damaged/cracked barrel. One of the syringes was missing the zero (0) and (1) unit scale markings. The following issues were not observed in the provided photos: bent cannula. Foreign matter. Broken plunger rod. A review of the device history record was completed for batch # 8337667 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (damaged/cracked barrel, missing scale markings). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (bent cannula, foreign matter, and broken plunger rod). As per investigation completed by manufacturing, "on 02aug2019, holdrege received a complaint, via pictures, from material 324911, unknown batch. Visual inspection of the first picture shows a vertical crack in the barrel from above the 50 unit line down to the 35 unit line. The second and third pictures show the same syringe with the 0 and 1 scale lines missing. Due to no batch number for these syringes, it cannot be determined if there were any quality notifications or maintenance dispatches for this product and defects. Root causes cannot be determined for these defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs experienced scale marking issues, a failure to contain medication during use, a plunger loose/falls out/ separates, and leakage. Product defects were noted during use. The following information was provided by the initial reporter: material no.: 324911; batch no.: unknown, 8337667. Consumer is reporting two boxes, she could only provide one lot number but the item is the same. Did not have occurrence dates. Customer stated: I received these syringes with my usual box and I am disappointed that this has happened. Some needles also (after removing the cap) are bent and unusable. Also, some of the little "rings" at the base of the tip (where it touches the orange cap) will either be loose or broken. I use the bd veo insulin syringes with bd ultra-fine needle. The size is 1/2 ml, 6 mm length, 31g. From phone call on 2019-07-10: could not provide lot number. Item: 324911. Occurrence date unknown. Stated one had a broken/cracked barrel stated a second syringe had scale markings that are incorrect. Stated a third syringe had a broken plunger rod. Consumer reported she is now using a second box. Lot: 8337667, item: 324911, expiration date: 2023-12-31, occurrence date unknown. Said she is finding syringes with bent needles after she removes shield. Stated if needle is bent, she will not use the syringe. Stated, when she pushes on plunger, a clear liquid comes out of needle. She does not use syringe if she gets clear liquid.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 8337667. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-12-03. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of syringe 0.5 ml 31ga 6 mm 10bag 500cs experienced scale marking issues, a failure to contain medication during use, a plunger loose/falls out/ separates, and leakage. Product defects were noted during use. The following information was provided by the initial reporter: material no.: 324911. Batch no.: unknown, 8337667. Consumer is reporting two boxes, she could only provide one lot number but the item is the same. Did not have occurrence dates. Customer stated: I received these syringes with my usual box and I am disappointed that this has happened. Some needles also (after removing the cap) are bent and unusable. Also, some of the little "rings" at the base of the tip (where it touches the orange cap) will either be loose or broken. I use the bd veo insulin syringes with bd ultra-fine needle. The size is 1/2 ml, 6 mm length, 31g. From phone call on (B)(6) 2019: could not provide lot number. Item: 324911. Occurrence date unknown. Stated one had a broken/cracked barrel. Stated a second syringe had scale markings that are incorrect. Stated a third syringe had a broken plunger rod. Consumer reported she is now using a second box. Lot: 8337667, item: 324911, expiration date: 2023-12-31, occurrence date unknown. Said she is finding syringes with bent needles after she removes shield. Stated if needle is bent, she will not use the syringe. Stated, when she pushes on plunger, a clear liquid comes out of needle. She does not use syringe if she gets clear liquid.